Manufacturer narrative:
(B)(6) 2020 is an approximate date. The actual date of the incident is not known. Secondary FDA product code is (B)(4). Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp device was being used during a lap chole on (B)(6) 2020 when it was reported "either during de-sufflation, or removal of airseal port at end of lap chole, the airseal port broke in middle of cannula. Clean break at almost midpoint of cannula. Broken part of cannula remained in patients abdominal wall until first assist and surgeon were able to pull cannula out with graspers. Note, patient had heavy abdominal wall, which initially gave initial insufflation issues that could have added to pressure/ torque while port was being removed." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with a 10-minute delay. This report is being raised on the basis of malfunction with potential for injury upon re-occurrence.

Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, nx30044 advises the user that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.